Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade to a dual chamber system, the right atrial (ra) lead could not be successfully placed due to an occlusion in the superior vena cava (svc). The chronic right ventricular (rv) lead was removed as the patient was converted to an abdominally located epicardial system. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.